Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the avea ventilator. The customer reported the suspect device is not delivering any flows and the error log is showing: bad ID (identification) efs (exhalation flow sensor), data error efs, header error efs, device not found efs. At this time, it is unknown whether there is patient involvement when is issue occurred. There has been no report of any patient consequence associated with this event.